Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient received multiple shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. This was a result of signal amplitude changes. The patient was brought into the office and the amplitude changes were not able to be reproduced. The only programming change made was the gain and the sensing vector remained the same. The patient was sent home and presented again the following day with additional inappropriate shocks. Therapy was programmed off in the s-ICD. A revision procedure was performed two days later where the s-ICD and electrode were explanted. No additional adverse patient effects were reported.